Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering insulin. Customer stated they experienced high blood glucose level before going to bed and changed set because it was not delivering insulin. Customer stated they tried to bolus after an hour or two but still had high blood glucose level. Customer experienced high blood glucose level of 370 mg/dl. Customer treated high blood glucose with manual injection. Customer alleged the insulin pump was under delivering insulin because of infusion set or scarred tissues. Customer¿s current blood glucose level was 165 mg/dl. Customer reported sensor updating alert. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.